Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) involved in a clinical trial regarding the delivery of dilaudid (500.0mcg/ml, 125.03 mcg/day) and bupivacaine (7.0mg/ml, 1.7504 mg/day) in an implantable infusion pump for malignant pain. Per interrogation logs, a motor stall occurred on (B)(6) 2015 at 21:35 hours and recovered on (B)(6) 2015 at 17:50 hours. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding the cause of the motor stall and what diagnostics /troubleshooting was performed.